Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Because no scope communication error occurred, the event was not considered to be caused by an incomplete video connector connection. Possible other factors were the cable disconnection or the failure of the imaging unit. The cable disconnection and the failure of the imaging unit were assumed to have been caused by the degradation and aging caused by the use that exceeded the life-span.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the acceptance inspection of the loaner scope at olympus (B)(4) limited, it was found that the image didn't appear when connected to cv-190. There was no report of patient injury associated with the event.